Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the patient controller displays replacement device alert. It is unknown when this issue first began. Patient received assistance in updating software versions and was requested to follow up. No further information is available.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.